Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (10 mg/ml, 3.731 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. The pump had reportedly been about 3mls off, consistently when refilled, for approximately 3 years. It was later noted that the volume discrepancies had actually been happening for approximately 2 years. Per the hcp, the pump was not working. This was further clarified that the hcp accessed the catheter access port (cap) and was unable to aspirate, but was able to push forward. The hcp noted that the patient did not want to replace the pump, and instead wanted to discontinue therapy. The pump was "turned off" for 48 hours and then saline was put in it. The hcp wanted to program the pump to the lowest rate. No symptoms were reported. Information regarding the cause of the volume discrepancies and inability to aspirate was requested. If additional information is obtained, a follow-up will be submitted.

Event description:
Additional information was received from a hcp. The hcp requested the password to have the pump turned off and on (B)(6) 2016 the pump was programmed to pump off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported the catheter access port (cap) study was done in (B)(6) of 2015 and pump was programmed to minimum rate.